Event description:
On (B)(6) 2021, it was reported by a sales representative via e-mail that a patient underwent a first mtp joint fusion on (B)(6) 2021 and on the patients normal follow-up this week, an x-ray shows that both screws have broken and the joint has not fused. Attached are the x-rays from the post-op visit. No additional information. Additional information requested. Additional information provided 09/29/2021: the date of the primary procedure was on (B)(6) 2021 for a first mtp fusion. The primary procedure took place at (B)(6) surgicenter, arthrex account (B)(4). The implanted device(s) were ar-8730-32h and ar-8730-30h. If the patient agrees to a second surgery, then the broken screws would be removed. The patient is currently seeking a second opinion. No revision scheduled as this time.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation identified that both screws had fractured. However, without the return of the device, further investigation cannot be performed. The most likely cause for the reported failure can be attributed to a patient-specific event.